Event description:
Complainant alleged that while attempting to defibrillate a patient, the electrodes would not adhere to the patient's skin causing reddening and burns on the clinician's hand. Complainant indicated that the clinician suffered burns. No information was available on the degree of burns.

Manufacturer narrative:
This is a second report involving the user in the same patient incident reported in h10. The device was not required for this part of the investigation but did pass successfully. During resusitation event, defibrillation shocks (150j, 200j, and possibly a third) were delivered resulting minor hand burns to the provider. Follow-up confirmed the nurse was inadvertently touching the patient at the time of shock delivery. The r-series instructions for use (9650 0904 01 rev.ya) caution users not to touch the patient, bed, or any connected equipment during defibrillation. The device will be recertified and returned to the customer. No trend is associated with reports of this type.